Event description:
It was reported that the patient fell down and hit his head against the implant side and that on the following day , he had no access to sound.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: the complaint is closed out as the explanted device has not been received at the manufacturer's premises for investigation. Based on the received information, it is very likely, that the active electrode has been damaged due to the reported accident. However to determine an exact root cause, a device investigation would be necessary. Additional information from the field states that an x-ray showed a broken reference electrode. Other failure modes cannot be totally excluded at this point. The complaint will be reopened as and when the device is received in the future.

Manufacturer narrative:
Conclusion. Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. The reported damage to the reference electrode could not be confirmed, since a part of it is missing. This is a final report.

Manufacturer narrative:
Additional information based on the received information, it is very likely, that the active electrode has been damaged due to the reported accident. However to determine an exact root cause, a device investigation would be necessary. Additional information from the field states that an x-ray showed a broken reference electrode. Other failure modes cannot be totally excluded at this point.